Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the lot number, 73003, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the tube was inserted without incident. When the syringe was withdrawn to remove aspirate, no resistance was felt and a very slight hissing sound was heard. The tube was placed in water and a small pinhole sized air bubble was seen. Unfortunately, the tube was disposed of at the day center. No additional information was provided.

Manufacturer narrative:
One sample device was received. The returned sample device was examined showing that the tubing had signs of damage. There was an external slit/tear identified after the sample was inspected under magnification (50x)approximately at the 33cm marking between 34 cm and 32 cm. The area where the slit/tear located appeared jagged and or wrinkled. Based on the state of the returned sample, the damages appear to have been caused by removal of the stylet. Root cause could not be determined. All information reasonably known as of 6-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).